Event description:
It was reported that bd posiflush¿ normal saline syringe leaked around the plunger. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: one (1) sample was received for evaluation by one of our quality engineers. It has no packaging flow wrap and no tip cap nor saline solution. It does have the plunger rod-rubber stopper. The barrel label confirm the lot# 8050997. The sample has the plunger rod- rubber stopper all the way down. It shows dried blood on the luer tip between the stopper ribs and one of the plunger rod rib. The plunger rod was removed finding that the stopper has no blood on the top part. Failure mode is confirmed however the syringe purpose is to flush the solution into a port; it seems it was used to pull out blood. This is a onetime use syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. This is the first complaint for the lot# 8050997 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8050997 during this production run. Investigation conclusion/root cause description: failure mode is confirmed however the syringe purpose is to flush the solution into a port; it seems it was used to pull out blood. This is a onetime use syringe.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked around the plunger. No serious injury or medical intervention reported.